Event description:
Customer reported the rotation brake sticks and will not release. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the brake assembly. Sys operates as intended.